Manufacturer narrative:
Results: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Simulated use tests were performed and no source for the leakage was found. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot #6e1721 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that black, with luer adapter 22g, 0.75 in. Needle, 22 in. Tubing bd vacutainer® safety-lok¿ wing blood collection set leaked blood after connecting to the second or third tube. No blood exposure to mucous membrane. No injury or medical intervention.